Manufacturer narrative:
An event of 1 hemothorax requiring drainage adverse events which are considered serious injury was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported through amulet laao registry data that amplatzer amulet devices may be related to 1 hemothorax requiring drainage adverse events which are considered serious injury. The relationship of the serious injury to the amplatzer amulet devices could not be determined based on the limited data received from the registry. Amulet laao registry data is reported as a summary per summary reporting exemption approval number - gen2201026. Dates of procedure and implant is (B)(6) 2023. Patients age is 86 years. The patient is female.